Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced an anterior lens capsule tear that extended to the posterior during the surgical procedure to remove the cataract. It was noted that the physician did not use the optimedica recommended continuous curvilinear capsulorrhexis (ccc) capsulotomy disc removal technique to extract the capsulotomy disk. The surgeon noticed the tear after the completion of the phacoemulsification procedure. An anterior vitrectomy was performed and a 3-piece intraocular lens was inserted into the sulcus. No additional complication(s) and/or medical intervention were reported.

Manufacturer narrative:
Investigation of the incident included the analysis of the system database and system optical coherence tomography (oct) recording; operating room surgical video was not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies and all settings and parameters of the system were found to be within acceptable limits. Investigation of this incident also included interviews with the optimedica clinical application specialist (cas) that was onsite during the event. The cas observed during the procedure to remove the capsulotomy disk that the physician attempted to float the capsule disc with viscoelastic and then use aspiration to extract the capsulotomy disc as opposed to using the standard continuous curvilinear (capsulorrhexis (ccc) surgical technique, which may have caused and/or contributed to the anterior capsule tear. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radically. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or noncircular, irregularly shaped capsulotomy."